Event description:
It was reported prior to the start of da vinci assisted surgical procedure; the instrument arm drape could not be installed. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.